Manufacturer narrative:
Regulatory report relating to other ins device: 3004209178-2018-15976. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the had patient shut off their device for approximately 4 weeks. No further complications were noted or anticipated.

Manufacturer narrative:
Date of event was reported as (B)(6) 2018. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3 004209178-2018-15976 for the concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional, via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that both of the patient¿s implantable neurostimulators (ins) sites were created were shocking sensation (shocking at pocket site) with the stimulation on. An impedance check and ins voltage checked out fine. It was reported that the ins sites looked fine. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.